Event description:
It was reported that the pt had increased spasticity. The past two refill sessions, the physician got back the full 18cc of drug; there was no alarm present. The pump was replaced. It was noted that there was good csf flow at the time of the replacement. There was no injury to the pt, and the pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.